Manufacturer narrative:
(B)(4) the device was not returned for evaluation. The reported patient effect of dissection is listed in xience v everolimus eluting coronary stent systems instruction for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, 90% stenosed, mid left anterior descending artery. During deployment of a 2.75 x 23 mm xience v stent a distal stent edge dissection was observed. A 2.75 x 15 mm xience prime was used to cover the dissection successfully. The patient is reported to be alright. There was no clinically significant delay in the procedure reported. No additional information was provided.